Event description:
The rotator broke during a left ventriculogram procedure. Injector: assist setting was 1000 psi, flow rate 10ml/sec, volume 28ml, 4fr catheter.

Manufacturer narrative:
Device evaluation. Other, device evaluation not completed. A review of the device history record did not reveal any exception documents. Lot number has been exhausted from inventory, no remaining product to contain. Complaint database review found no similar complaints for this lot number. Conclusions - a follow-up report will be submitted when the device evaluation has been completed.